Manufacturer narrative:
Expiration date: 02/28/2013. This product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 11.5mm icm115v4 implantable collamer lens of -14.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2010. The patient experienced low vault, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.